Event description:
Cadd tubing connector was dislodged from tubing, causing leak. Is the product compounded? No. Is the product over-the-counter? No. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? No.